Event description:
It was reported that the patient permanently discontinued use of the device (date not reported) for unknown reasons. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.